Event description:
Pt states; on (B)(6) 2013, the glucose sensor woke her up saying blood sugar was 50 mg/dl. Pt treated with glucose tablet. She checked her blood sugar again and it then said blood sugar was 44 mg/dl. Pt took more glucose tablets then rechecked glucose level again, about 4 times, but sugar level was still not coming up. Pt checked pump history and it said last bolus was 10 units delivered at 12:48 am which was when the pt was sleeping (10 units would be life threatening to pt). Pt is 99% sure she did not give herself 10 units of insulin. If not for her sensor alarming and waking her up, pt is not sure she would be alive today. Pt realized pump was malfunctioning, so she took it out and used a different brand pump. Pt continued to check her blood sugar level with the new pump to make sure it was high enough before she went back to bed. When she woke up in the morning on (B)(6) 2013, to check sugar level at 6 am, it was 144 mg/dl.

Event description:
Additional information received on (B)(6) 2014 via three way conversation from (B)(6): 2 am in the morning of (B)(6) 2013 the decom sensor on the t-slim insulin pump began beeping while patient was sleeping. The alarm continued to beep until the patient's husband woke up and realized the patient was not able to wake up due to her blood sugar being low (40 mg/dl). With great effort the patient's husband finally was able to wake up his wife. For the next 45 minutes the patient continued getting multiple low blood sugar readings, (the highest was 55 mg/dl) which she treated accordingly with glucose tablets. Pt checked the pumps history to see the last bolus that was given, to her surprise the last bolus given was at 12:48 am for 10u of insulin while she was sleeping. Pt is a trained diabetes educator with a background in physical therapy and is very knowledgeable of insulin pumps, so she is very concerned about the insulin pump delivering boluses without being programmed. Pt did contact the local representative for medtronics, which took 2 months to evaluate the device and give her a response. Local representative told pt according to their evaluation, it showed that the pt programmed a safety setting bolus of 20u of which the device only delivered 10u of insulin. Pt maintains this is totally false, and she has been wearing insulin pumps for 13 years (this particular one for one week). Pt says she "never goes over 5u" for her boluses and 10u is an extremely dangerous amount for her. The insulin pump is a touch screen device that you have to go through multiple screens to program, so pt states that "it's no way" she could do this in her sleep.

Event description:
Additional information received on (B)(6) 2014 at 4:50 pm: caller reports that she called the manufacturer to complain about their product. The representative she spoke with was very unprofessional and rude. They denied responsibility and claimed she was responsible for overdosing herself. Caller says this is impossible because the pump has many safety features that will prevent this from happening while the pump is in her pocket. These includes the following; it's wake up button is flushed on the pump. It has a capacity touch screen which makes it impossible for her clothes to activate it. A lock screen with a 10sec time-out. It has three tries to unlock screen and screen will log-off with wrong attempts. A confirmation screen during bolus process. She reports all these safety features make it impossible for her to have intentionally or unintentionally activated the pump in her sleep. She also reports that through research she found out that this company does not follow regulation when testing malfunctioned pumps sent to them. Their pumps have a black box which is what records/ holds the software functionality of the pump. The company only checks the black box after a complaint but doesn't check on the delivery test or the final manufacturer functional test before arriving at a conclusion. If they do they will be able to validate complaints of customers and victims like her.